Event description:
A falsely depressed vancomycin (vanc) result was obtained on a patient sample. The patient result was not reported to the physician. The sample was rerun and a higher result were obtained. Patient treatment was not altered or prescribed on the basis of the falsely depressed vanc result. There was no report of adverse health consequences as a result of the falsely depressed vanc result.

Manufacturer narrative:
The cause for the falsely depressed vancomycin result is sample integrity. The instrument is performing within specifications. No further evaluation of the device is required.